Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem¿s user guide: the pump requires a minimum of 50 units available for delivery after fill tubing has been completed. Fill the syringe with approximately 95 units to have enough to fill your tubing and still have 50 units available for delivery. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred during the load sequence. Reportedly, customer may not have performed the proper air removal techniques and may not have filled the cartridge with insulin. A new cartridge was loaded to resolve the issue. There was no adverse impact on customer's blood glucose level.